Event description:
Imaging have been performed and showed reportedly 6 extra-cochlear channels, although a complete insertion was achieved at implantation. The issue started in (B)(6) 2023. The recipient had a re-insertion surgery on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Re-insertion surgery was performed successfully. The device remains implanted and in use.

Event description:
Imaging have been performed and showed reportedly 6 extra-cochlear channels, although a complete insertion was achieved at implantation. The issue started in january 2023. The recipient had a re-insertion surgery on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.